Event description:
The instrument broke during surgery when surgeon used to tightened spinal system.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the tip of the returned instrument was confirmed to be broken. The broken tip was also returned. Manufacturing record review: no discrepancies noted and hex tip conformity was verified on 100 percent of the instruments from the batch. Complaint history analysis: 18 previous records for torque wrench tip breakage. A CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change enhancement of the torque wrench to prevent tip breakage. Risk assessment: no adverse consequences were reported. The back-up instrument was available and there was no harm to the patient. Conclusion: the device failure directly caused the event with the root cause determined as a manufacturing issue and the instrument design as a contributing root cause. Corrective actions were implemented in 2011, one year after the release of the implicated device.